Event description:
It was reported the advisory device delivered an alert for a single long charge time from the previous year. The device has had its tachy therapy disabled for the last couple years. Also detected were an alert on the device for upper out of range pacing lead impedance and risen capture threshold. There is a report from three years ago that the right ventricular lead has externalized conductors. There are no plans to replace the device or lead at this time. The patient has not experienced any adverse effects.